Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed increased frequency of architect hepatitis b surface antigen retests in the past few days when error code 1007 (unable to process test, activated read failure) was generated. The occurrence of the error increased suddenly to 6 out of 150 tests run. The customer performed troubleshooting procedures and was advised to check for cracks, leaks and looseness of each connection to the trigger and pre-trigger lines and valves. The customer changed the lot of reaction vessel in use and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B) (4), concomitant medical products:architect i2000sr analyzer, list # 3m74-01, (B) (4).evaluation: as no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer reported a bluish tinged residue believed to be cidex opa coming from various olympus endoscopes after a completed cycle of the asp automatic endoscopic reprocessor (aer). The endoscopes have not been released. There has been no report of injury or harm. The facilities cleaning practice was reviewed. The customer stated that pre-cleaning is not performed. The customer uses enzol detergent; however, they could not confirm if it is diluted and used according to the IFU. The customer was advised that if pre-cleaning is not performed, it is possible to experience residual and/or staining. The asp clinical support representative sent the customer the IFU for cidex opa and enzol. The customer stated that they process their scopes in the asp automatic endoscopic reprocessor (aer) for five minutes. The customer was provided with a copy of the aer correction letter, instructing the customer to disconnect the aer heater and process for twelve minutes at 68 degrees fahrenheit.